Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a gastrectomy procedure, the needle fell out. Surgery time was delayed over 30 minutes but the delay did not affect the patient.ts, if available. (Customer response letter) yes, (B)(6) is the contact at (B)(6).